Event description:
After 57 ablations, the catheter stopped registering temperature. Cables were changed but the problem persisted. The stockert generator was also changed without the problem being fixed. Ultimately, a new catheter was opened, which worked fine. There was no harm to the patient other than the delay in treatment. Manufacturer response for catheter, ablation, cardiac, celsius thermacool: no response.